Event description:
The customer reported that the sys would not save images and past saved images could not be reviewed. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The workstation circuit boards were reseated and the sys software was reloaded. The sys was then found to be operating as intended.